Event description:
It was reported that this device and the right atrial (ra) lead exhibited noise and atrial oversensing of ventricular signals. When a filter was applied, the noise was distorted. Technical services (ts) suspected the source of the noise was electromagnetic interference (emi). Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future. This device remains in service. No adverse patient effects were reported.